Event description:
It was reported that there were impedances greater than 10000 ohms on the 8-13 contacts. It was noted that the 0-7 lead appeared to be fine and all impedances were in the normal range, and contacts 14 and 15 appeared to be fine and in the normal range. It was reported that the patient¿s device was able to be reprogrammed to avoid the contacts with greater than 10000 ohms. It was noted that with reprogramming there was a group impedance of 1026 ohms and 6.2 ma. There were no known events associated with the high impedance contacts. It was later reported that the patient was doing well.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer., patient product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).